Manufacturer narrative:
Patient information was unavailable from the site. Medtronic representative reported that the ip address in the imaging system was wrong per biomed. Biomed was able to get the navigation system and imaging system connected. Could not get the images from imaging system to transfer to navigation system. A medtronic representative went to the site to test the equipment. Found that imaging system would connect to navigation system. Removed imaging system from devices and added it back on spinal. Was able to successfully run two navigated spins. Changed ip addresses on imaging system and navigation system. Was able to successfully transfer two more navigated spins with new ip addresses. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved. No parts were replaced. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that he received a message from the hospital notifying him that, while in a spinal fusion procedure, the imaging system was not connecting to the navigation system. No further information could be provided at the time of the call or if there was any delay to the procedure. There was no impact on patient outcome. To troubleshoot, the medtronic representative suggested that the site confirm the network settings on the imaging system were correct. Also, suggested that he test another network cable.